Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported arrhythmias, cardiac arrest and subsequent patient outcome could not be conclusively established through this evaluation. Heartmate 3 lvas was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, infection (local, driveline, and pump pocket) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiac arrest. The cause of the cardiac arrest was thought to be ventricular tachycardia (vt) and ventricular fibrillation. The patient had been experiencing a chronic driveline infection positive for corynebacterium. A fluorodeoxyglucose positron emission tomography (fdg-pet) scan showed an uptake of infection on the pump, indicating a layer of biofilm. The patient was on IV antibiotics at the time of their death. According to the patient's spouse, the patient did not experience any alarms leading up to the cardiac arrest. The patient arrested in the field and was deceased upon arrival to the emergency room. The patient's death was not considered to be device related. The device operated as expected.